Event description:
The post-operative breakage of the smr l1 poly liner has been reported. The liner was implanted on (B)(6) 2013 due to patient omarthrosis; the reported date of the incident is (B)(6) 2014, and the revision surgery with removal of the broken liner has been performed on (B)(6) 2014. According to the event information, this was the 2nd revision for the patient, and it's possible that a subluxation after the 1st revision (dated (B)(6) 2013) occurred. The patient is a (B)(6) yo male; no trauma reported. The incident occurred in (B)(6).

Manufacturer narrative:
We checked the DHR related to the lot # of liner involved (201210486), without detecting any pre-existing anomaly on the device. A total of (B)(4) pieces have been manufactured with this lot #, and (B)(4) of them have been surely used without receiving any other signaling on this lot #. Some photos of the explants show the breakage of the central peg of the l1 poly liner (this peg is inserted into the metal back through a snap-in mechanism, which allow the intra-operative coupling of these 2 devices). We also received x-rays dated (B)(6) 2013 (4 months after the implant of the l1 liner) and (B)(6) 2014 (1 month before the revision). The x-rays dated (B)(6) 2013 show a good positioning of the humeral head and metal back glenoid; the poly liner cannot be seen radiologically, but there is a free space between the metal back and the humeral head, indicating that the liner is correctly engaged into the metal back. On the other hand, the x-rays dated (B)(6) 2014 show that there is no more "free space" between the metal back and the humeral head; this indicates that the poly liner is no more engaged into the metal back and dislocated. We did not receive further information (the explants have been retained by the surgeon), therefore we could not perform a deeper analysis. The possible shoulder subluxation, reported by the complaint source, could have caused an eccentric load and unexpected stresses on the liner articulating surface by the humeral head; this could have contributed to the liner breakage over time. (B)(4); about the other 6 cases of l1 liners breakage: we have been reported that 2 breakages were subsequent to patient trauma, and other 2 breakages were subsequent to patient rotator cuff failure. No corrective actions have been planned at this stage. Limacorporate will keep monitored the market to promptly detect the possible recurrence of such events.